Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).see manufacture report 2032227-2014-52274.

Event description:
The customer reported the tube was bent and the insulin pump was not giving any warnings that there was no delivery. Customer's blood glucose was 400 mg/dl. Customer changed set and treated with insulin pump customer stated alarm was resolved by infusion set change. Customer stated was hospitalized for three days and gone through as many quick set and infusion sets because it was not working right. Customer not able to troubleshoot for no delivery alarm and high blood glucose due to she was on her way to work. No further information provided.